Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacist who contacted the company to report a product complaint, concerns a patient of unspecified age, gender, and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen ergo teal/clear pen body with clear cartridge holder attached was reported to not function. Upon return to the manufacturer, two broken engagement tabs were identified. This humapen ergo teal/clear pen body with a clear cartridge holder attached is associated with product complaint (B)(4) / lot number a1313. The operator and the operator's training status was not specified. Duration of use was not specified. The pen was returned to the manufacturer (B)(6) 2010.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.